Manufacturer narrative:
Initial report did not indicate serious injury. Given the latest information that the injury has continued for an extended period, this report is being filed. Still expected to resolve. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Clinic reported patient nerve injury (some numbness and reduced motor function in index fingers) affecting both hands bilaterally about 4 weeks after treatment. Steroids (oral and injected) were given in the axilla to reduce swelling which did subside. Consulted neurologist and prescribed neurontin and gradual improvement has been seen. Also had acupuncture treatments. Has seen several specialists since event has not completely resolved.